Event description:
It was reported that the pt experienced urethral erosion, pelvic pain, odor and discharge.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced complications and the sling was removed. The device was not returned for eval.